Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 1mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). The 15mm x 2.00mm emerge - balloon catheter was used for pre dilatation of the lesion. Upon the first inflation at 12atms the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients condition post procedure was listed as good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). The 15mm x 2.00mm emerge balloon catheter was used for pre dilatation of the lesion. Upon the first inflation at 12atms the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients condition post procedure was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).